Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse aligned reagent 3 (r3), reagent 4 (r4), integrated multisensor technology (imt), and sample 2 (s2) probes. A quick check run showed that there was cuvette ring temperature electromagnetic interference. The cse also replaced the sample 2 (s2) mixer. Replacement of this mixer is normal wear and tear on the instrument and does not represent a product non-conformance. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false carbon dioxide patient results.